Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's technical service center and reported that he used the same supplies again. The technical service representative (tsr) assisted the home patient (hp) and explained that the hp should not have reused supplies. The hp will contact the nurse regarding reusing supplies. Product surveillance spoke with the hp's nurse on (B)(6) 2011 regarding the user error. The nurse said the hp never notified her of the initial alarm. Product surveillance explained the use error, and the nurse asked how the air was removed after the first alarm, and product surveillance provided the available information from both records. The nurse said she would make sure to talk to the hp about the use error. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed. However, per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress.